Event description:
A physician reported a pt who was originally skin tested on 9/6/95 with negative results. The pt has had multiple treatments without event. On 9/30/98, the pt was treated in atrophic acne scars on the right and left cheeks and the upper vermilion border. On 10/6/98, the pt received a touch-up treatment into an acne scar on the right cheek. The treated area blanched immediatley, and then the whole cheeck bruised. On 10/8/98 the pt complained of a burning sensation in her face (specific site not noted). The treated site was still white, surrounded by bruising, and a 4 to 5 mm scab was forming. Intralesional celestone was injected at the periphery of the scab. On 10/13 the pt complained of stinging and burining at the necrosis site; the physician noted a 4 to 5 mm scab at the treated site. Celestone was again injected peripherally and oral keflex was prescribed. On 10/14/98 the physician noted swelling at the right lateral zygoma area which had not been treated with collagen. Another celestone injection was given peripheral to the area of necrosis, and the keflex was continued. On 10/16/98, the physician noted some improvement; there was peripheral erythema and central erosion with minimal serous drainange at the cheek. A fourth injection of celestone was administered. On 10/20/98, the pt returend with swelling above the necrosis site near the infraorbital region. Prednisone was prescribed. The physician diagnosed a necrosis related to the injection of the product. He was unsure of the etiology of the swelling at the right lateral zygoma area 2-3 cm above the necrosis site, but believed the swelling might be an infectious process, which occurred secondary to the local necrosis. On 11/4/98, the pt was seen and "was fine".